Manufacturer narrative:
Manufacturing narrative:the initial medical device report was submitted (2938836-2014-14629). Correction: lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was found in eri prematurely when the patient visited the clinic after receiving a notification. The patient was asymptomatic. The device was successfully replaced.